Event description:
Account states that they are getting erratic calcium results. The incorrect results were not used to guide patient therapy. The field service representative found the mixing paddle was damage and repaired the instrument by replacing the paddle.